Manufacturer narrative:
Device received with critical pump error (open book) and unable to download, problem isolated to the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). No blank display noted. Device received with serial number label fading, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a critical pump error. The blood glucose level at the time of the incident was not provided. The customer stated no issues leading to the critical pump error. Troubleshooting was provided but nothing was resolved. The customer was advised that the insulin pump would be replaced. The insulin pump will return for analysis.